Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of a 29mm sapien 3 valve, on aortic position by transfemoral approach. The patient had an annular area of 860mm2, but not a good surgical candidate so it was decided to implant a 29mm sapien 3 valve with +5cc volume added. The first valve was deployed too aortic, approximately 100/0, and there was moderate+ ai noted on root angio. It was decided to implant a second 29mm sapien 3 valve in lower position, also +5cc volume added, which they did successfully and reduced the ai to mild. The patient was discharged home doing well, however at 30 day follow up the patient was showing symptoms of soboe and the ai was moderate on echo, so it was decided to surgically remove the sapien 3 valves and implant the surgical valve in replacement. The patient has been discharged home and doing well currently.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was unable to be confirmed as relevant imagery or medical records was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. As reported, ''the first valve was deployed too aortic, approximately 100/0, and there was moderate+ ai noted on root angio.'' Additionally, it was reported that patient annulus area is 860mm2. Per the IFU, for a 29mm thv, native valve annulus area should be 540 - 683mm2. In this case, patient's annulus area was larger than the suggested area size range for chosen thv. As such, available information suggests that procedural factors (valve under-sizing) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. The complaint of regurgitation - unknown was unable to be confirmed as relevant imagery or medical records was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. As such, available information suggests that procedural factors (valve malposition) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05371.